Event description:
During a review of a colleague infusion pump's event history by baxter (B)(4) personnel, an 810:11 failure code on channel c was found. This event interrupted delivery. It is unknown when or in which care area this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a p1.5 colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with failure code 810:11 on channel c was confirmed in the pump's event history by baxter canada personnel. The root cause was not identified as this condition could not be reproduced. The channel was cleaned and dried as a precautionary measure and no repairs were required for the reported problem as the device passed subsequent testing. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.